Event description:
Reporter is consumer, who states that artificial disc has had a very adverse effect on her. And data has shown that others too have been adversely effected. She states that the procedure itself is very dangerous and has been associated with a high fatality rate. She feels that FDA needs to recall the device and wonders how did FDA ever approve its use in the first place. She requests that FDA look into its use further and do something about it. Others to include medicare, us dept of labor, etc have recognized the device's problems. The disc migrates to other parts of the body. The consumer is non awaiting a second surgery to correct the problem.